Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s high blood glucose was 270 mg/dl and low blood glucose level was 81mg/dl. The customer¿s blood glucose level was 253 mg/dl. The customer did not allow the insulin to warm to room temperature. The reservoir will not be returned for analysis.